Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor arm can't communicate with the main arm (pump error 4) and software error (pump error 53). Customer's blood glucose at time incident was 8.5 mg/dl. The customer was advised that the pump will be replaced. Customer was advised to discontinue using pump and to revert to back up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump found formatted history file confirmed pump error 53 and pump error 4 due to software error. The insulin pump was received with cracked case on the back at the battery tube area, cracked keypad overlay and minor scratched lcd window and case.